Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. The target lesion was located in the circumflex artery. During preparation of the 3.0 x 12 mm promus element plus stent delivery system (sds) the sds was advanced outside the patient over a non bsc guide wire and it was noted to be sticking. As the sds was being removed the shaft fractured in the mid section. The procedure was completed with a different device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is combination product. (B)(4).. Device evaluated by MFR.: the inner shaft was buckled 1.5 cm distally from the bond that joins the inner shaft and outer shaft. The mid-shaft was damaged 1 mm from the mid-shaft/hypotube bond. There was a complete mid-shaft separation 22 cm from the mid-shaft/hypotube bond. The fracture faces were jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). Magnified inspection of the fracture surface presented no evidence of any material or manufacturing deficiencies contributing to the separation. The inner diameter of the inner shaft was measured at both ends which is within specification. Functional testing was performed by loading a .014" guidewire into the tip but could not be advanced through the shaft damage. The reported difficulty tracking was confirmed and appears to be attributable to shaft damage. There was no evidence that the damage was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).